Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with 510k number k200090. Evaluation summary: the customer concerns the uneven o-ring gap on the connector; however, it is not affect function and safety. In fact, there is no such complaints we received. It is manufactured as the original design. No further action required. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. While inservicing staff on reprocessing this scope failed leak test. Upon closer inspection eus connector has an uneven seam gap that looks like it is a defect. Customer noticed and when we saw that 3 of the 4 scopes delivered had a similar defect I contacted pentax and requested return and reinspection of scopes for integrity.